Event description:
It was reported by a sales representative (sr) that the analyzer failed during a generator change. The rv lead was tested with no issues, however, once the atrial lead was connected, the analyzer did not detect any sensed activity. A new lead was implanted based on the measurements; however, during testing it exhibited exactly the same behavior. A different programmer was brought in and used and all measurements were within normal limits. The newly implanted lead was removed and the old wire was connected to the new generator. The analyzer will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).